Event description:
It was reported that during the implant procedure, the helix of right ventricular (rv) lead exhibited helix rotation issue and the rv lead was unable to implant due to patient's tissue condition. The current of injury was unable to be determined due to the issues occurred. The rv lead was replaced with the new rv lead, however, the stylet failed to advance in the lead and the second rv lead replacement was used and the same issue occurred where the stylet failed to advance in lead. The 3rd rv lead replacement was successfully being implanted without issue. No patient consequences was reported throughout the procedure.

Manufacturer narrative:
The reported events were unable to implant and helix mechanism issue. A complete lead was returned in two pieces for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix retracted and clogged with blood. The cause of the reported event was isolated to the helix being clogged with blood. No other anomalies were found.

Manufacturer narrative:
Correction: radio button in h3 - device evaluated by manufacturer? Should be checked "yes".